Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month") and hot flush ("hot flashes"). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the genital haemorrhage and polymenorrhoea outcome was unknown and the hot flush had resolved. The reporter considered genital haemorrhage, hot flush and polymenorrhoea to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month") and hot flush ("hot flashes"). The patient was treated with surgery (laproscopic hystorectomy). At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved. The reporter considered genital haemorrhage, hot flush and polymenorrhoea to be related to essure. The reporter commented: patient had hysterectomy on (B)(6) february (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Most recent follow-up information incorporated above includes: on 30-oct-2018: information received from social information: outcome of events polymenorrhoea and genital haemorrhage was updated from resolving to resolved, as patient reported all her symptoms were gone. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month"), hot flush ("hot flashes") and anaemia ("severely anemic"). The patient was treated with iron and surgery (laproscopic hystorectomy). Essure was removed. At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved and the anaemia outcome was unknown. The reporter considered anaemia, genital haemorrhage, hot flush and polymenorrhoea to be related to essure. The reporter commented: patient had hysterectomy on 09th february (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Concerning the injuries reported in this case, the following ones were reported via social media: anemia. Most recent follow-up information incorporated above includes: on (B)(6)2018: content from social media was received. Reporter's information was added. Event added: anemia. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month"), hot flush ("hot flashes"), anaemia ("severely anemic"), urinary incontinence ("urine incontinence"), vitamin d deficiency ("vitamin d deficiency"), migraine ("horrible migraine"), feeling abnormal ("brain fog"), allergy to metals ("allergic reaction"), micturition urgency ("urgency"), headache ("bad headaches"), dental restoration failure ("breakings and fillings falling out") and fatigue ("tired all the time"). The patient was treated with iron and surgery (laproscopic hystorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved and the anaemia, urinary incontinence, vitamin d deficiency, migraine, feeling abnormal, allergy to metals, micturition urgency, headache, dental restoration failure and fatigue outcome was unknown. The reporter considered allergy to metals, anaemia, dental restoration failure, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, micturition urgency, migraine, polymenorrhoea, urinary incontinence and vitamin d deficiency to be related to essure. The reporter commented: patient had hysterectomy on (B)(6) (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Concerning the injuries reported in this case, the following ones were reported via social media: anemia, migraine and feeling abnormal. Allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Events: urgency, bad headaches, breakings and fillings falling out were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month") and hot flush ("hot flashes"). The patient was treated with surgery (laproscopic hystorectomy). At the time of the report, the genital haemorrhage and polymenorrhoea was resolving and the hot flush had resolved. The reporter considered genital haemorrhage, hot flush and polymenorrhoea to be related to essure. The reporter commented: cross referenced with plaintiff case number :(B)(4). Cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media plaintiff fact sheet: outcome of the events updated. Reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month"), hot flush ("hot flashes"), anaemia ("severely anemic"), urinary incontinence ("urine incontinence"), vitamin d deficiency ("vitamin d deficiency"), migraine ("horrible migraine") and feeling abnormal ("brain fog"). The patient was treated with iron and surgery (laproscopic hystorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved and the anaemia, urinary incontinence, vitamin d deficiency, migraine and feeling abnormal outcome was unknown. The reporter considered anaemia, feeling abnormal, genital haemorrhage, hot flush, migraine, polymenorrhoea, urinary incontinence and vitamin d deficiency to be related to essure. The reporter commented: patient had hysterectomy on 09th february (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Concerning the injuries reported in this case, the following ones were reported via social media: anemia, migraine and feeling abnormal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: horrible migraine and brain fog. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month"), hot flush ("hot flashes"), anaemia ("severely anemic"), urinary incontinence ("urine incontinence") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with iron and surgery (laproscopic hystorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved and the anaemia, urinary incontinence and vitamin d deficiency outcome was unknown. The reporter considered anaemia, genital haemorrhage, hot flush, polymenorrhoea, urinary incontinence and vitamin d deficiency to be related to essure. The reporter commented: patient had hysterectomy on (B)(6) (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Concerning the injuries reported in this case, the following ones were reported via social media: anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event vitamin d deficiency was added. Reporter & patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month"), hot flush ("hot flashes"), anaemia ("severely anemic"), urinary incontinence ("urine incontinence"), vitamin d deficiency ("vitamin d deficiency"), migraine ("horrible migraine"), feeling abnormal ("brain fog") and allergy to metals ("allergic reaction"). The patient was treated with iron and surgery (laproscopic hystorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved and the anaemia, urinary incontinence, vitamin d deficiency, migraine, feeling abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, anaemia, feeling abnormal, genital haemorrhage, hot flush, migraine, polymenorrhoea, urinary incontinence and vitamin d deficiency to be related to essure. The reporter commented: patient had hysterectomy on 09th february (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Concerning the injuries reported in this case, the following ones were reported via social media: anemia, migraine and feeling abnormal. Allergy to metal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month"), hot flush ("hot flashes"), anaemia ("severely anemic"), urinary incontinence ("urine incontinence"), vitamin d deficiency ("vitamin d deficiency"), migraine ("horrible migraine"), feeling abnormal ("brain fog") and allergy to metals ("allergic reaction"). The patient was treated with iron and surgery (laproscopic hystorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved and the anaemia, urinary incontinence, vitamin d deficiency, migraine, feeling abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, anaemia, feeling abnormal, genital haemorrhage, hot flush, migraine, polymenorrhoea, urinary incontinence and vitamin d deficiency to be related to essure. The reporter commented: patient had hysterectomy on 09th february (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Concerning the injuries reported in this case, the following ones were reported via social media: anemia, migraine and feeling abnormal. Allergy to metal most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 11 and 12 processed together. Social media received- reporter information was added. On (B)(6) 2020: fu 11 and 12 processed together. Social media received- new event allergic reaction was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 cycles a month"), hot flush ("hot flashes"), anaemia ("severely anemic") and urinary incontinence ("urine incontinence"). The patient was treated with iron and surgery (laproscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, polymenorrhoea and hot flush had resolved and the anaemia and urinary incontinence outcome was unknown. The reporter considered anaemia, genital haemorrhage, hot flush, polymenorrhoea and urinary incontinence to be related to essure. The reporter commented: patient had hysterectomy on 09th february (unspecified year), leaving ovaries, she felt much better right after surgery all symptoms gone. She just had her 1st migraine in over 2 months, but other than that felt like pre essure self. Concerning the injuries reported in this case, the following ones were reported via social media: anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added- urine incontinence. Reporter information added on (B)(6) 2020: process with follow up 6. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.